Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore, previous investigations of similar complaints have been reviewed. Increased friction and high deployment force may be associated with a difficult patient anatomy or a challenging placement site. Insufficient flushing of the device prior to use may be a contributing factor. In this case the patient anatomy was predilated and the delivery system was flushed prior to use. The patient anatomy was not tortuous or calcified. However, as reported advancing difficulties were present. It was also alleged that the tuohy borst valve was broken which could be another consequence of high friction during deployment. However, during sample evaluation it was identified that the tuohy borst valve was unscrewed and could be reattached to the system. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported issue could not be determined. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem06100. Endovascular stent graft allegedly experienced break, failure to deploy, fracture, misfire, and difficult to advance. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.